Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their leadless implantable pulse generator (ipg) didn't work and couldn't be made work. The patient further reported that an additional conventional ipg system was implanted in the right-side of their chest. The leadless ipg remains in use. No patient complications have been reported as a result of this event.